Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the system gave multiple calibration errors and would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.